Event description:
Removal of endosseous dental implants. Four implants were placed in class ii bone on 3-3-97 during a complex procedure. The clinician reports that the bone was thin in the area. The implants in sites #19 and #21 were removed on 3-27-97 due to pain, bleeding and swelling. The clinician attributes the failure to infection.